Event description:
It was reported that during patient treatment, the ventilator generated alarms for high o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The replaced nozzle units from the o2 and air gas module has been received for investigation. Simulated use test of the received nozzle units from the o2 and air gas module have reproduced the described customer issue. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. High airway and peep pressure alarms are common during patient treatment. They can be patient related and/or due to parameter and alarm limits' settings. Our investigation has concluded that the most probable cause of the given alarms is traced to the nozzle unit of the o2 gas module.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service was requested, the user facility performs repair and service by themselves. According to information from the user facility¿s biomed department, a preventive maintenance was performed on the ventilator, which then passed all functional and safety tests and was cleared for clinical use. The evaluation of provided device logs confirms the reported event of alarms for high o2 concentration. There are no technical error codes that indicate any technical issues with the ventilator. Pre-use checks prior and after the event date were passed without remarks. Since no parts were returned for investigation, the root cause of the reported alarms has not been determined.